Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID 3888-28, lot# l30355, implanted: (B)(6) 1992, explanted: (B)(6) 1995, product type: lead.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins). The patient reported that his first lead was inserted in his spinal cord but it did not work so it was removed and placed in the calf next to the nerve. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.